Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: ¿ (B)(6) 2006: (B)(6) emergency center. (B)(6). Radiology-CT abdomen/pelvis with contrast. Indication: abdominal swelling. Impression: small stone in the left kidney. Fatty liver. Small hiatal hernia. Postsurgical changes in the gallbladder fossa with clips evident. Cyst in the left ovary appearing to be a simple cyst as well as follicles in the right ovary. Could further assess by sonography to further confirm simple cystic nature. ¿ (B)(6) 2008: (B)(6) medical center. Pulmonary function report. Weight 172.92 lbs. Smokes cigarettes, pack years 25. ¿ (B)(6) 2009: (B)(6) clinic, pa. (B)(6), md. Office notes. Operated on her about 2 years ago or a little less than that for hiatal hernia and refractory reflux disease. Also saw dr. (B)(6) in (B)(6) of this year for possible peripheral vascular disease and a cta was done there which showed no hemodynamically significant problems, but a large hiatal hernia was noted, which is a recurrent problem. We performed nissen fundoplication repair as stated 2 years ago. Went to see dr. (B)(6) just because she has some recurrent reflux and intermittent swallowing problems. Has an intact nissen but 50% of her stomach is herniated above the nissen up into the chest through the diaphragmatic hiatus. Is referred back to me for continued evaluation and possible revision. Weight 173, which is up from prior evaluation. Exam: abdomen showed well healed incisions. I do not feel any masses or abnormalities. Impression: recurrent large hiatal hernia with slipness in fundoplication. Plan: because we did not place a peg or perform gastroplasty that revision of this could be done through the abdomen. Told her some surgeons, especially dr. Burnett in little rock where I often refer people to for revision surgery, may advocate repairing this through the chest to get more complete diaphragmatic closure. Either way she has a high recurrence rate of diaphragmatic and paraesophageal hernia that we can sometimes reduce if we perform gastroplasty and gastroscopy tube placement. I reviewed all of this with her. Told her that the surgery would be done laparoscopically and would carry substantially greater risks that the first time including risk of bleeding, splenic problems, splenectomy, open procedure, and I gave her an open risk of 50%. She is comfortable with that. At this point she feels like she is fairly symptomatic, and with the profound hernia, she would like to proceed with repair. ¿ (B)(6) 2009: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: failed nissen fundoplication with reherniation of the stomach into the chest and reflux disease. Postoperative diagnosis: failed nissen fundoplication with reherniation of the stomach into the chest and reflux disease. Operation performed: redo nissen fundoplication with primary repair of the diaphragm, esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy tube placement and anterior gastroplasty. Anesthesia: general. Estimated blood loss: minimal. Operative complications: none. Description of procedure: ¿the patient was taken to the operating room, placed supinely and given anesthetic. She had given full verbal and written consent for us to attempt to redo this. It has been made very clear to her that she has a high risk of recurrence of this problem yet again and we will do all of our procedures to keep the stomach down and reoriented the wrap appropriately. Verbal and written consent was given. Once in the operating room she had received antibiotics and was in venous cuffs for deep venous thrombosis prophylaxis. Abdomen was prepped with hibiclens and alcohol and draped appropriate sterile fashion. I replaced all the trocars. The patient was in the head up position. I retracted the liver with a manual retractor. The first hour and a half of operation was to dissect the ge junction. This was tedious. There was a large recurrence of the hernia and there is a mature sac present there. It made difficulty identifying the fold wrap. Eventually this was done. I did make a gastrostomy in a portion of the stomach that was prepped posterior to the esophagus and ultimately stapled that closed. I completely dissected the ge junction, took multiple photographs to demonstrate this. I defined the esophagus, made sure there was a large intraabdominal component. The diaphragmatic hole was small and the diaphragm appeared to be adequate shape and the fundus and the remainder of the stomach was oriented normally. At that point I went ahead and repaired the diaphragm with what turned out to be 5-0 silk sutures, placed in interrupted fashion to secure the hiatus. The second thing was to perform the nissen fundoplication which I did. I did this loose and floppy and I a different orientation from prior operation and seemed to sit better. I sewed esophagus to the diaphragm anteriorly and an anterior stitch also making sure that this is secured and nothing can slip through this hiatus. I then performed anterior gastroplasty. Multiple 0 silk sutures were used to pull the stomach down and secure it to the anterior abdominal wall. I then placed a peg tube using standard endoscopy procedure. The interior of the stomach looked good. This completed the operation. I visualized and removed the trocars, secured the peg tube in the incision with clips and bumper. The patient was awakened and dismissed to the recovery area in good condition.¿ ¿ (B)(6) 2009: (B)(6) medical center. Lab. Wbc 19.7 h (4.2-11.2). ¿ (B)(6) 2009: (B)(6) medical center. (B)(6), md. Discharge summary. Admission date: (B)(6) 2011. Principle diagnosis: recurrent hiatal hernia and gastroesophageal reflux disease. Was admitted to the hospital and underwent laparoscopic redo nissen fundoplication and peg tube placement. The procedure went well. Hospital course was marked by significant pain and she felt poorly. Had progressive discomfort in the abdomen that improved with pain medication and oral liquid pain medication. Was able to swallow. Peg tube was capped. Diet was advanced to a full liquid diet which she tolerated fairly well. The remainder of her abdominal examination looked okay. She improved and subsequently was dismissed on the 11th to outpatient care. There are no hospital complications. Did well and was given appointments to see me within a week of surgery as well as liquid pain medicine. ¿ (B)(6) 2009: (B)(6) medical center. (B)(6). Radiology-CT angio thorax. Indication: shortness of breath. Impression: bilateral pleural effusions, basilar atelectasis and changes of recent postoperative changes of the stomach with gastrostomy tube. No pulmonary emboli. ¿ (B)(6) 2015: uams medical center. (B)(6), md. Brief op note. Procedure: egd, endoscopy, colon. Operative findings: egd findings: normal esophagus and ge junction. Presence of retained food in the gastric body. The rest of the stomach was normal. Evidence of nissen fundoplication that appeared intact. Normal duodenal bulb and post bulbar duodenum. Colon findings: the scope could not be advanced beyond the splenic flexure due to looping of scope despite multiple attempts. External hemorrhoids were found. Small internal hemorrhoids seen. Rest of the colon upto splenic flexure appeared normal. ¿ (B)(6) 2015: (B)(6)medical center. (B)(6), md. Radiology-CT chest/abdomen/pelvis. Indication: large hernia, abdominal pain and diarrhea. Findings: there is a very large hiatal hernia defect, transverse dimension now approximately 17 cm. This contains many loops of the transverse colon. There is actually very little if any stomach herniated into the chest. The herniated colon does not show any mural thickening or other abnormality, no sign of ischemia and there is no fluid associated merely fat. Impression: there is a very large hiatal hernia defect with herniation of abdominal contents but this is primarily transverse colon. The colon itself does not show signs of ischemia or wall thickening. The little if any stomach appears to have herniated. The gi tract otherwise is intrinsically unremarkable. Status post cholecystectomy, no significant other incidental findings. ¿ (B)(6) 2015: (B)(6) hospital. (B)(6), md. History and physical. Presents as new patient with recurrent hiatal hernia. Was diagnosed with hiatal hernia many years ago and had her initial repair done in the 1990¿s by (B)(6) in (B)(6). Did well for several years and had recurrence of symptoms including reflux, early satiety, and dysphagia and had a second repair done in 2009 by dr. Eckes as well. He performed both surgeries laparoscopically through the abdomen. The patient reports that over the past year, she has again had recurrence of symptoms including early satiety and dysphagia to solids and liquids. Reports epigastric pain and discomfort that worsens after eating and radiates towards her back. Also has diarrhea daily. Does state that she is not having any reflux at this time. Reports feeling more short of breath over the past several months. Surgical history of hiatal hernia repair in 1990¿s. Smokes 1 pack per day. Exam: abdomen soft. Exhibits no distension. There is tenderness in epigastrium and left upper quadrant. CT chest/abdomen/pelvis ¿ large hiatal defect measuring 17 cm with transverse colon in chest, stomach remains in abdominal cavity. Impression/plan: recurrent hiatal hernia. Scheduled for recurrent hiatal hernia repair on (B)(6) 2015. We will attempt abdominal approach as pt had gastropexy at time of last hernia repair. If necessary, we will extend abdominal incision into the thorax to complete procedure. ¿ (B)(6) 2015: (B)(6) medical center. Anesthesia record. Weight 172 lb., bmi 30.47. Implant procedure: open paraesophageal hernia repair via thoracoabdominal approach. Primary repair of diaphragmatic hernia with gore-tex mesh. Partial gastrectomy. Nissen fundoplication. Gastropexy. Implant: gore-tex® soft-tissue patch [1415020010/359408, 20x15cm thk1mm] implant date: (B)(6), 2015 (hospitalization (B)(6), 2015) ¿ (B)(6) 2015: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: recurrent paraesophageal hernia. Postoperative diagnosis: recurrent paraesophageal hernia. Operative findings: dense adhesions preventing adequate view of the hiatus from the midline laparotomy incision. Laparotomy incision was extended into a left anterolateral thoracotomy for better exposure. Colon appeared to have herniated into the thoracic cavity via a separate parahiatal hernia. The stomach and colon were back into the abdominal cavity. Diaphragm reapproximated and hiatal hernia repair primarily and reinforced with gore-tex mesh. Gastrostomy repaired with endo-gia. Nissen fundoplication and gastropexy of stomach to anterior abdominal wall performed. A 32-french blake drain was placed in left pleural cavity. Assistant: (B)(6), md. Anesthesia: general endotracheal. Fluids: 2 liters of crystalloid, 3 liters of plasmalyte. Estimated blood loss: 600 ml. Urine output: 550 ml. Blood replacement: 1 unit of packed rbc. Complications: none apparent. Condition: extubated and stable to pacu. Brief history of present illness: (B)(6) is a 48-year-old female with a recurrent paraesophageal hernia. She had initial repair done laparoscopically in the 1990¿s; however, she had recurrence and had a second repair was performed laparoscopically in 2009. Over the last year she developed recurrence again with symptoms including early satiety and dysphagia to solids and liquids as well as epigastric pain and discomfort that worsens after eating. She denies any reflux at this time. Decision was made to approach this repair via an open abdominal approach with the possibility of extending the abdominal incision into the thorax to complete the procedure. Extensive risks of the procedure were discussed with the patient and she would like to proceed. Informed consent was obtained in clinic. Operative details: ¿patient was taken to the operating room and placed supine in the operating table. A time-out was performed correctly identifying the patient, the site, and the procedure. General endotracheal anesthesia was initiated without any complications. An orogastric tube and foley catheter were placed at this time. The patient¿s left side was propped up with a roll in order to elevate the left chest. The patient¿s abdomen and chest were then prepped and draped in usual sterile fashion. The procedure began with a midline laparotomy incision extending from the xyphoid process down to above the level of the umbilicus. Dissection was carried through the subcutaneous tissue with bovie cautery down to the fascia and the peritoneal cavity was entered without any difficulties. The omentum was retracted down and the stomach was visualized. The left lobe of the liver extended across the midline essentially to the left flank and thus ligaments were taken down in order to retract the liver medially for exposure. The majority of the stomach was able to be reduced; however, the colon was unable to be reduced from the peritoneal cavity. Due to extensive adhesions and inability to reduce the colon, the decision was made to extend the incision superiorly and laterally for an anterolateral thoracotomy. Incision was made with a scalpel and dissection was carried through the subcutaneous tissue down to the level of the muscles. The muscles were divided with bovie cautery and the ribs were divided with a rib cutter. A bookwalter retractor was then placed to assist with retraction. The left hemidiaphragm was taken down with the bovie cautery until the left chest was entered. The colon appeared to have herniated through the diaphragm via a separate parahiatal defect. The colon completely reduced. The esophagus was identified at this time and encircled with a penrose drain. The right and left crura were also identified. However, these were very attenuated due to her history of several previous repairs. The right and left crura were reapproximated posteriorly and anteriorly with interrupted sutures. The diaphragmatic defects were then repaired with interrupted sutures proceeding from the left flank toward the midline. A piece of gore-tex mesh was brought onto the field and trimmed into a keyhole size in order to fit around the esophagus. This was then tacked to the right and left crura, as well to the diaphragm. Next, a 32-french blake drain was placed into the left pleural cavity to function as a chest tube. This was secured to the skin with silk. Attention was turned to the stomach where adhesions from the previous nissen fundoplication were taken down. In the process, a gastrostomy was made. This was repaired by stapling across the defect with an endo-gia green load. The staple line was placed posterior to the esophagus, and the fundus of the stomach was brought posterior to the esophagus in order to perform a nissen fundoplication. The fundoplication was performed with 3 interrupted sutures placed 1 cm apart. A gastropexy of the body of the stomach to the anterior abdominal wall with performed using a figure-of-eight stitch. The diaphragm was then closed with interrupted #1 pds and the left-sided ribs were also reapproximated with #1 pds. The midline fascia was closed with #1 pds inferiorly and superiorly and tied in the center. The deep dermal layers were closed with running 2-0 vicryl, and the incision was closed with staples. A medipore dressing was placed over the incision. Patient tolerated the procedure well with no immediate postoperative complications. She was extubated and taken to the pacu in stable condition. At the end of the procedure, all instruments and sponge counts were correct x2.¿ ¿ (B)(6) 2015: (B)(6) medical center. Implant record. Patch soft tissue 20x15cm thk1mm gore-tex hernia repair soft conformable trim strong. Model/cat no.: 1415020010. Log: 359408. Manufacturer: w.l. Gore & associates inc. Area: abdomen. ¿ the records confirm a gore-tex® soft-tissue patch (1415020010/ 359408) was implanted during the procedure. Relevant medical information: ¿ (B)(6) 2015: (B)(6) medical center. (B)(6), md. Radiology-CT chest/abdomen/pelvis. Indication: respiratory failure and pneumonia. Impression: changes related to repair of a diaphragmatic defect, nissen fundoplication, and partial gastrectomy. The esophagus is dilated and fluid-filled at the way to the anastomosis. Multifocal pneumonia. The right upper lobe is most significantly involved. Small bilateral pleural effusions. Bilateral striated nephrograms, representing pyelonephritis. Small volume abdominal and pelvic ascites with moderate diffuse body wall edema. ¿ (B)(6) 2015: (B)(6) medical center. (B)(6), md. Radiology-esophagram. Indication: status post nissen with complaints of dysphagia. Impression: narrow and tight ge junction with little to no emptying of the distal esophagus. ¿ (B)(6) 2015: (B)(6) medical center. (B)(6), md; (B)(6), md. Operative report. Preoperative diagnosis: dysphagia. Postoperative diagnosis: dysphagia. Procedure: egd with dilation. Findings: esophagus filled with food debris. Tight ge junction. Ge junction dilated up to 42-french with a savary dilator. Endoscope passed easily through the ge junction after dilator. Brief history of present illness: (B)(6) is a 48-year-old female who is now postoperative day 22 status post an open redo paraesophageal hernia repair via thoracoabdominal approach and nissen fundoplication. Her postoperative course was complicated by hospital-acquired pneumonia requiring intubation and dysphagia. Esophagram showed narrowing at the ge junction with little emptying. Consent was obtained for egd with possible dilation today. ¿ (B)(6) 2015: (B)(6) hospital. (B)(6), md; (B)(6), md. Discharge summary. Admit date: (B)(6)2015. Discharge diagnosis: incarcerated paraesophageal hernia. History of bipolar and depression had recurrent paraesophageal hernia repair with goretex mesh, primary repair of diaphragmatic defect, partial gastrectomy, nissen, and gastropexy on (B)(6) 2015 due to recurrence of reflux and dysphagia. Was intubated on pod 3 due to respiratory failure. She self-extubated twice in the ICU and was reintubated. Complicated with hospital acquired pneumonia and purulent fluid on bronch. Had mucus plug that was removed with suction. Required levophed. Difficulties with agitation, neuro consulted and diagnosed encephalopathy. Was extubated pod 14 to 3l nasal cannula. Psych consulted for agitation. Speech cleared patient for pureed, nectar thick liquids. Continued to have feeling of food sticking and would spit up food. Moved to floor on (B)(6) 2015. Psych consulted for delirium and panic attacks. Started on home psych meds. Balanced oral intake with total parenteral nutrition supplementation. Barium swallow study performed due to continued feeling of food getting stuck and showed a tight ge junction with little emptying of distal esophagus. Egd and dilation was performed (B)(6) 2015. Became agitated post op and was given haldol. Oral intake improved but reported difficult with regular diet and feeling of food getting though. We recommended another dilation but patient stated she could not go through another procedure, mentally. It was agreed that if she can increase consumption nutrition supplementation, the egd could be done at a later time. Tolerated nutritional supplements and was discharged home. Exam: abdomen soft, nondistended, bowel sounds positive, incision in midline with steristrips. Erythema surrounding inferior portion. Drainage at superior portion of incision unchanged. Activity as tolerated and no heavy lifting for 6 weeks. ¿ (B)(6) 2015: (B)(6) hospital. (B)(6), md. History and physical. Continued dysphagia from recent hospital stay. There have been no significant changes in medical history since that time. Exam: abdomen soft, nontender/nondistended, no rebound or guarding, incision healing well. Impression/plan: continued dysphagia and reflux status post multiple attempts of paraesophageal hernia repair and dilation. To operating room for egd with dilation. ¿ (B)(6) 2015: (B)(6) hospital. (B)(6), md; (B)(6), md. Operative report. Preoperative diagnosis: dysphagia/regurgitation. Postoperative diagnosis: tight. Procedure: esophagoscopy. Anesthesia: general endotracheal anesthesia. Indications: (B)(6) is a 48 y/o woman with a complex paraesophageal hernia history including multiple surgical interventions, most recently, recurrent paraesophageal hernia repair with goretex mesh, primary repair of diaphragmatic defect, partial gastrectomy, nissen fundoplication, and gastropexy on (B)(6) 2015 (complicated hospital stay d/c (B)(6) 2015). She reports that food is getting ¿hung up¿ and actively notes the sensation on pre-operative exam. Pt reports the symptoms of dysphagia and regurgitation have progressed s/p her recent discharge and she is ready to proceed with planned dilation today. Procedure details: ¿the patient was seen in the holding room. The risks, benefits, complications, treatment options, and expected outcomes were discussed with the patient. The possibilities of reaction to medication, pulmonary aspiration, perforation of viscus, bleeding recurrent infection, the need for additional procedures, failure of diagnose a condition, and creating a complication requiring transfusion or operation were discussed with the patient. The patient concurred with the proposed plan, giving informed consent. The site of surgery properly noted/marked. The patient was taken to operating room 8, and placed in the supine position, identified as (B)(6) and the procedure verified as laparoscopic nissen fundoplication, esophagogastroscopy. A time out was held and the above information confirmed. Upper endoscopy: after satisfactory general endotracheal anesthesia, an endoscope was inserted through the oropharynx into the upper esophagus. The endoscope was passed into the esophagus to the level of the gastroesophageal junction. A moderate-large size food bolus was encountered in the distal esophagus, pooled in the distal esophagus at the ge junction. The food bolus was mostly solid and difficult to remove by suction. After adequate suctioning an attempt was made to traverse the ge junction with the endoscope. The junction was was extremely tight and the scope could not be safely passed. Next the guide wire was introduced under endoscopic visualization and attempt was made to pass this through the junction under direct fluoroscopy. This too was unsuccessful due to the tight junction and it was felt that it was unsafe to proceed and the procedure was ended.¿ findings: esophageal findings include: upper: normal esophageal mucosa. Lower: normal esophageal mucosa. Distal: moderate food bolus. Ge junction: normal mucosa, extremely tight. Estimated blood loss: minimal. Complications: none; patient tolerated the procedure well. Disposition: pacu ¿ hemodynamically stable. ¿ (B)(6) 2015: (B)(6) hospital. (B)(6), md. Procedure report. Examination performed: the balloon dilation and stent placement with the lower esophagus. Gastrostomy tube placement. Indication: lower esophageal stricture and need for enteral nutrition. Radiographic findings: ultrasound images of the abdomen showed a nondilated stomach with an ng tube overlying the expected area of the stomach with fluoroscopic images. Postprocedural images showed successful deployment of a esophageal stent within the lower esophagus. The gastrostomy tube seen overlying the stomach with contrast within the stomach lumen. Impression: technically successful balloon dilation of the lower esophageal stricture with stent placement. A 23 mm x 10 cm wall flex stent was placed with the lower esophagus. Successful placement of a 16 french mic gastrostomy tube. ¿ (B)(6) 2015: (B)(6) hospital. (B)(6), md. Radiology-esophagram. Indication: esophageal stent. Impression: no evidence of esophageal perforation. ¿ (B)(6) 2015: (B)(6) hospital. (B)(6), md; (B)(6), md. Discharge summary. Admit date: 9/14/15. Discharge diagnosis: dysphagia. Admitted for hydration and total parenteral nutrition feeding awaiting interventional radiology management. Underwent interventional radiology esophageal stent and g tube placement on (B)(6) 2015. Tolerated the procedure well. There were no surgical complications. Had an uneventful post operative course. By day of discharge was tolerating boost orally and via g tube to maintain hydration/nutrition, nausea or vomiting and pain well controlled with liquid oral pain medication, good bowel/bladder function, and ambulating without difficulty. ¿ (B)(6) 2015: (B)(6) hospital. (B)(6), md. History and physical. History significant for anxiety, depression, bipolar disorder, gastroesophageal reflux disease, and complex paraesophageal hernia history including multiple surgical interventions, most recently, recurrent paraesophageal hernia repair with goretex mesh, primary repair of diaphragmatic defect, partial gastrectomy, nissen fundoplication, and gastropexy on (B)(6) 2015 with esophageal stent and gtube placement by interventional radiology on 9/17/15. Was referred to uams from osh with complaints of epigastric pain, nausea, and emesis for the past few weeks. States the symptoms have been present since her hiatal hernia repair on (B)(6) 2015. Since when she received esophageal stent placement and gtube placement, states has only been able to tolerate meds per gtube, and has not been able to tolerate any oral intake. Epigastric pain has been controlled by oxycodone solution via gtube. States she has visited her primary care provider on several occasions since her discharge from uams to refill her prescription for oxycodone, and that on her most recent visit was refused prescription. Dr. (B)(6)recently spoke to dr. (B)(6) on the phone about referring (B)(6) to a pain management specialist. Returns to osh emergency room due to abdominal pain and lack or pain medications to control the pain. She endorses dysphagia to solids and liquids, nausea and emesis. Tobacco: denies; history of smoking 15 pack-year. Exam: abdomen soft, nontender, nondistended, no rebound/guarding; well-healed abdominal scars from previous surgeries present, gtube present and capped. Impression: complex hiatal hernia repair history with esophageal stent and gtube with complaints of epigastric pain, dysphagia, nausea, and multiple episodes of nonbloody, nonbilious emesis. Will remain nothing by mouth. Pain is well managed therefore current pain regimen will be continued. ¿ (B)(6) 2015: (B)(6) hospital. (B)(6), md; (B)(6), md. Discharge summary. Admit date: (B)(6)2015. Discharge diagnosis: nausea and vomiting. Complex hiatal hernia repair history with esophageal stent and gtube with complaints of epigastric pain, dysphagia, nausea, and multiple episodes of nonbloody, nonbilious emesis. With appropriate antiemetics, she was able to tolerate oral fluids and feeds though g tube. Feels nausea us related to severity of pain. We have arranged an appointment for her with pain clinic and she has been provided with their information for follow up. Exam: abdomen soft, nontender, nondistended, no rebound/guarding; well-healed abdominal scars from previous surgeries present, gtube present and capped. Disposition: home or self care. ¿ (B)(6) 2015: (B)(6) hospital. (B)(6), md. Radiology-fluoroscopy upper gastrointestinal with kub. Indications: presenting with continuous nausea and vomiting status post gastrectomy and now of gastroesophageal stent placement. Impression: no significant antegrade passage of contrast is seen traversing the gastroesophageal stent, however with and vomiting there is retrograde filling of the stent which indicates patency. ¿ (B)(6) 2015: (B)(6) hospital. (B)(6), md. Radiology-CT abdomen/pelvis with contrast. Indication: history of fundoplication with continued nausea and vomiting and subsequent to the gastroesophageal junction stent placement. Presents today with persistent nausea. Impression: postsurgical changes of fundoplication and gastroesophageal junction stent placement with limited evaluation due to hyperdense barium administered in an upper gi study performed earlier today. Persistently dilated and fluid-filled esophagus; however, contrast is seen throughout the stomach and small bowel without evidence of obstruction. Gastrostomy tube. Stable splenic infarct. Couple nodular opacities in the left lower lobe posterior segment could represent inflammatory changes. ¿ (B)(6) 2015: (B)(6) hospital. (B)(6), md. History and physical. Presents with a history of esophageal stent for severe stenosis after multiple paraesophageal hernias. Has been able to tolerate diet and now wishes to have stent removed. Exam: abdomen soft. Exhibits no distension. G-tube in place with some granulation tissues at skin site. Impression/plan: history of esophageal stent. Plan: or for stent removal. ¿ (B)(6) 20/15: (B)(6) hospital. (B)(6), md. History and physical. There have been no significant changes in this patient¿s overall health, since she was last seen. Has been taking her potassium supplement and her k is 3.1 this morning. Will get some IV replacement and proceed to the operating room.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore-tex® soft-tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent open paraesophageal hernia repair on (B)(6) 2015 whereby a gore-tex® soft tissue patch was implanted. The complaint alleges that on (B)(6) 2016 and (B)(6) 2016, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of gore mesh due to erosion and perforation of esophagus, dysphagia, chronic pain. Additional event specific information was not provided.